Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was delivered extra insulin during bolus. The customer confirmed that the drive support cap is sticking out. Customer confirmed that the insulin pump was not exposed to high magnetic field and was not dropped no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.